Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient had a remote transmission that contained ams episodes. The ams was caused by far-r sensing of the biv pace causing double counting. The patient has not been seen in clinic to make programming changes. The patient was fine.